Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient the meter and strips have been requested to be returned for investigation. The patient's meter (serial number (B)(4)) and test strips (lot: 49408221) were returned for investigation. The professional's meter and test strips were not returned for investigation as the reporter declined to provide any contact information for the facility. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The patient's alleged result of 2.1 inr on (B)(6) 2021 at 8:30 am was not observed in the meter's memory. A result of 2.1 inr was observed on (B)(6) 2021 at 10:20 am. The patient's alleged result of 1.2 inr was observed on (B)(6) 2021 at 12:12 pm instead of the alleged time of 11:12 am. The patient's alleged result of 1.1 inr was observed on (B)(6) 2021 at 11:00 am instead of the alleged time of 10:40 am. The patient's meter's time was incorrectly set, but the patient declined to change the time on the meter. The investigation is ongoing.

Event description:
There was an allegation of questionable results from a hospital's meter (meter a) compared to the patient's coaguchek xs meter (meter b). The patient said the doctor's meter was similar to hers, but used the same type of test strips. The hospital's meter type and serial number were not provided. The patient's coaguchek xs meter serial number is (B)(4). The patient went to the hospital for a scheduled endoscopy procedure and the hospital tested on their meter (meter a) on at 8:30am and the result was 2.1 inr. At 10:40am the patient's result on meter b was 1.1 inr. At 11:12am the patient's result on meter b was 1.2 inr. The patient believed her meter (meter b) results to be correct since she was off of warfarin for the last four days before the procedure and expected a very low result. The patient's coaguchek xs test strips are lot 49408221 with expiration date of 31-mar-2022. The patient's therapeutic range is 2.0-3.0 inr but has now been changed to 1.6. The patient is not sure about her range.